Manufacturer narrative:
Pump passed the displacement test, and self tests. No unexpected pump error 53 noted during testing. Thus software was utilized and downloaded trace/history files properly. In further full review in the pump history found multiple pump error 53 on (B)(6) 2026 07:20:23.000, (B)(6) 2026 16:18:26.000 in pump diagnostic trace due to software error. Pump was cut open to perform visual inspection no moisture damage on the electronics, battery connector, battery tube, motor, vibrator during visual inspection. The sc1 cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: stained keypad overlay, scratched case, cracked keypad overlay. In conclusion, no unexpected pump error 53 noted during testing. Pump error 53 alarm confirmed in the pump history due to software error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a pump error 53 (software error detected), which happened four times in two days, leading to discomfort with continued pump use and a replacement request. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed, and the customer was able to clear the alarm and able to rewind the pump. The pump passed the self-test. No harm requiring medical intervention was reported. Mmt-1884 was requested, and the customer's response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.